Manufacturer narrative:
Philips service replaced the flexviewing pc 4fg and verified functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that all monitors went blank and the system would not shut down for some time on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.